Event description:
It was reported that the patient received inappropriate therapy and presented to the hospital. The right ventricular lead exhibited noise which was observed to have caused the inappropriate shocks. Lead tip fracture was also noted. The lead was explanted and replaced on (B)(6)2018. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
Final analysis confirmed the reported field events. Visual examinations found the lead was bent at the distal region and the over molded section at 56.5 cm from the connector pin was found damaged . Examinations found fractured inner coil in this region of the lead. A scanning electron microscope evaluation verified all filars of the inner coil were fractured at 56.3 cm from the connector pin. The cause of the reported event was isolated to the fractured inner coil.